Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had bleeding and the intermittent catheter clogs up at times about every two weeks. No medical intervention was reported. Per follow up call on (B)(6) 2022, stated that the patient still had mild bleeding and the patient notified this to the doctor. Doctor told that the mild bleeding was fine and no issues with clogs and the patient was using straight tip catheters.

Event description:
It was reported that the patient had bleeding and the intermittent catheter clogs up at times about every two weeks. Per follow up call on 14-jun-2022, stated that the patient still had mild bleeding and the patient notified this to the doctor. Doctor told that the mild bleeding was fine and no issues with clogs and the patient was using straight tip catheters.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator error". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations.¿ the device was not returned